Event description:
Patient was on both continuous renal replacement therapy (crrt) and rotoprone therapy. The patient was due to be placed in the supine position as per therapy orders. The patient was on a variety of drips including levophed, vasopressin, fentanyl and versed. Immediately after the turn, respiratory therapy started to re-tape the endotrachial tube. One of the respiratory therapists noted a puddle of solution mixed with blood leaking on the floor below the tree of the bed where all the tubing is kept. A few seconds before she noticed the puddle on the floor, the patient's blood pressure started to drop drastically. Once the puddle was noticed, the patient's blood pressure was roughly 40's systolically. The code was called on the patient as there was no or very weak femoral pulses noted. The code lasted only 2 minutes, as it was quickly discovered that the tubing the levophed was infusing through had a very thin stream spraying from the side of the tubing. The tubing was not disconnected from the patient in any way. The levophed tubing was quickly changed out. It was apparent, when flushing the tubing, a very small hole in the plastic had developed preventing the fluid from reaching the patient and instead leaking out onto the floor, thus causing the drop in blood pressure. We were able to regain adequate pressure and heart rate once the levophed tubing was changed. No kink or bending was noted in the tubing and the IV infusion pump never alarmed that there was an occlusion downstream. There was no indication that there was a problem that could have been addressed that may have prevented the hole from occurring that we were aware of. It is our practice in the ICU to always have at least two people present when turning patients in this bed, one to turn the patient using the controls and one to visualize the IV tubing and et tubing during the turn to ensure safety. ====================== health professional's impression======================tubing had a hole in it.